Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, there was difficulty with adjusting to lens, letters and text are distorted, dipping and rolling. Surgeon continued the post operative drops longer and suspects there may be swelling. Additional information received stating that patient's issue was retinal, specifically epiretinal membrane.